Manufacturer narrative:
(B)(4). Results: death, endoleak. Pseudo aneurysm caused by proximal anastamosis. Treating a pseudo aneurysm proximal anastomosis bifemoral aorta prosthesis using a tube graft. Conclusion: pseudo aneurysm caused by proximal anastamosis. Treating a pseudo aneurysm proximal anastomosis bifemoral aorta prosthesis using a tube graft.

Event description:
An endurant aortic tube stent graft was implanted in a patient for the endovascular treatment of a pseudo aneurysm proximal to a bifemoral aorta prosthesis approximately three years ago. A 4.1 cm in diameter saccular abdominal aortic aneurysm was reported with an infra-renal neck angle of 34 degrees. The proximal aorta was 45 mm in diameter and the distal aorta was 18 mm in diameter. The right and left femoral arteries were 9 mm in diameter. It was reported that the patient presented with a wound infection four months post implant. The patient received drainage for the abscess related to an aorta-bifemoral prosthesis which was placed before the endurant stent graft. The investigator assessed this event as not device or procedure related. Further information was received that the patient went into cardiac arrest and expired approximately 14 months later. The investigator assessed this event as not device or procedure related; however, the general physician stated the patient died probably due to "leak." No further information was received.